Manufacturer narrative:
Physio-control further evaluated the customer's device and verified the reported issue. It was observed that all four battery pins were loose. The battery pins were replaced and then after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Physio downloaded the electronic data from the device and verified the reported issue. Physio determined that the cause of the reported issue was due to loose battery pins.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. A backup device onsite was used. This issue is patient related; however there was no adverse patient outcome reported.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Physio-control performed an initial evaluation of the customer¿s device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device powered off by itself several times during a patient event. A backup device onsite was used. This issue is patient related; however there was no adverse patient outcome reported.